Event description:
It was reported that a representative of the pump manufacturer was called to the emergency room (ER) to decrease the patient¿s simple continuous dosing and the bridge bolus dosing. Earlier on the day of report, the patient had a refill and a change to concentration was performed. It was indicated that the healthcare provider (hcp) programmed the bridge bolus and the patient became too sedated. The representative was asked to decrease the dose by 50%. She was able to decrease the simple dose, but the bridge had been infusing for eight hours and had five hours remaining. The device system was used to deliver clonidine, dilaudid, and marcaine. Six days later, it was reported that no further actions were taken other than the drug being decreased by 49%. Two days after that, it was reported that the patient had exhibited mental confusion, a low pulse, chills, a fever, and fatigue. It was indicated that the patient was taken to the ER via ambulance, but was released after having a 50% reduction for the pump. The pump was also reduced by 23% when the patient was in the office. It was stated that the patient¿s symptoms went away and the ¿fill not due to intrathecal pump and pump was following day without problem¿.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).